Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow/ placement signal issue: the data logs confirm reduced pump flow with increased placement signal. The cause of the issue was determined to be due to a sensor drift of the differential pressure sensor as evidenced by log pattern. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support.  The patient had durable left ventricular assist device ( lvad) placed in (B)(6) 2025. The patient was admitted recently with infection. The patient developed right ventricular failure (rvf) with noted suction events on lvad. The physician elected to bring patient for rhc and impella rp insertion. In ICU, the placement signal increased and impella flows decreased. Motor current remained stable, and no acute spikes were observed. Flows remained lower than expected throughout patient support. Additionally, the impella inaccurate flow calculations were noted most likely due to a damaged differential pressure sensor. The plan was to remove the impella due to sustained low flows but when weaning impella the patient became unstable with pulmonary congestion/edema. The patient care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.